Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when selecting norepinephrine in the drug library of a spectrum infusion pump, the label read ¿norepinephrine bitrate 4 mg/4ml vial 16 mg¿ during therapy. The complainant suggested that the ¿16 mg¿ part of the label appears to be confusing to the users. No additional information is available.

Manufacturer narrative:
Additional information was received from the reporter stating no sample will be returned to baxter healthcare for service because the device was a non-baxter pump no spectrum pump was involved. Should additional relevant information become available, a supplemental report will be submitted.